Event description:
It was reported to covidien in 2008, that a customer had an issue with a q-tip. The customer reports that a pt was cleaning her trachea hole when a 2 inch piece of the swab broke off and fell into the pt's lung. The pt was taken to the ER and x-rays of the lung were negative. The pt was then referred to a pulmonary specialist because of persistent wheezing and the specialist was able to locate and remove the piece of swab.

Manufacturer narrative:
Submit date: 11/4/08. An investigation is currently underway. Upon completion, the results will be forwarded.